Manufacturer narrative:
The unit alarmed compromised force sensor during basic occlusion test due to faulty fsr gold. The unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer was already disconnected from the pump. Customer stated that the drive support cap was normal. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer is going to have surgery on friday and does not have a back-up plan. Customer needs her blood glucose level to be under 200 mg/dl, so the surgery can take place. No further assistance needed.